Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed weak signal and lost sensor. The customer's blood glucose reading was 402 mg/dl at the time of incident. Troubleshooting found that the customer was reporting a past event and has since changed the sensor and the sensor was not damaged when removed. Customer indicated that the current sensor is working.